Event description:
During a tibio talo calcaneal fusion surgery, the drill bit went anterior to the nail which caused the compression rod to be misaligned. After further investigation, it was noted by the surgeon that the jig (when zeroed out) seemed to be bent. There was a 45 minute delay in surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.